Event description:
Healthcare worker experienced chemical burn with pain and whitening to the contact site of the fingers after touching an item in a completed load. The worker recovered from the chemical burn within one day. Worker did not seek medical treatment. It was reported that the vaporizer plate was in place.